Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the emergency room with presyncopal symptoms. The right ventricular lead exhibited intermittent capture. A chest x-ray confirmed that the lead had become dislodged. The physician elected to explant and replace the lead. The patient's condition post procedure was stable.